Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure two clips were fired on the cystic duct and the clips did not form correctly. Another device was used to complete the case with no patient consequence. The device was discarded.